Manufacturer narrative:
Records indicate this device remains in service. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital for deactivation of the minute ventilation sensor. Upon interrogation it was noted that the remaining longevity was 2 years. Device data was analyzed which revealed a higher than expected power consumption. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating this device was explanted and replaced. No additional adverse patient effects were reported.